Manufacturer narrative:
The event occurred in: (B)(6). Occupation ni equals lay user/patient.

Event description:
The customer received a questionable low result from their coaguchek inrange meter serial number (B)(4) compared to the laboratory method of sta neoplastine cl plus on a star system. The result from the customer's meter was 3.2 inr. The result from the laboratory method was 4.2 inr. The customer's therapeutic range was 2.5 - 3.5 inr. The erroneous result was reported to the customer's doctor. There was no allegation of an adverse event. Relevant retention test strips (lot 294944) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The meter and strips were requested for further investigation.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.